Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight was obtained.

Manufacturer narrative:
H3: product ID 97755-s lot# serial# (B)(6)was returned for product analysis. Analysis found that there was a failure with the recharger antenna and a "no device found" message was seen intermittently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient's representative regarding their external devices. The reason for call was caller stated that for about a month the controller has been malfunctioning. Caller stated the controller will show that the co ntroller battery is at 100% but when they plug the recharger in to charge the implant they get a message that says to recharge the controller and can see the controller is still 100%. Caller added that they have tried resetting the controller and plugging the controller back into the ac power supply, but that doesn't resolve the issue. Caller noted that in the last month they have only been able to recharge their implant 4 times. Agent walked caller through removing the battery pack and plugging the controller into the ac power supply. Caller confirmed the controller powered on and they saw "no device found. Caller inserted the battery pack and saw the green light flashing. Caller examined the equipment for damage and noted no visible damage to any of the connection pins. Caller insisted the battery pack be replaced. The issue was not resolved. An email was sent to the repair department to replace the controller and battery pack. Caller called back to inquire about package not being delivered, agent reviewed information. Additional information was received from the patient. Caller states they are still having the same issue; pt cannot charge and doesn't get to the charging screen and only the passive charge mode screen. Caller states they were charging for 3 hours plus and the ins never did charge fully. Caller states the rtm gets hot too. Pt states spoke to the rep last week. Pss sent request to repair for the recharger (rtm).

Manufacturer narrative:
Continuation of d10: product ID: m995402a001, serial# (B)(6). Product ID: 97745nt, serial# (B)(6). Product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.